Event description:
It was reported that the patient was diagnosed with infection at the ipg site. Patient was hospitalized, surgical intervention occurred during which the ipg was explanted, and patient was prescribed IV antibiotics and oral antibiotics to address the issue. The patient was later discharged from the hospital.

Manufacturer narrative:
¿Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain complete event information.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided, a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.